Event description:
The dealer reported that the chair stopped unexpectedly on a hill. This issue could cause the user to be left stranded. The user was assisted by their family members to have the wheelchair pushed.